Event description:
It was reported by the bd representative that while on site, on (B)(6) 2025, customer stated when the nurses are ready to start the infusion, they have had issues with nurses pushing the arrow button below the start button by mistake, which increases the rate and have had mistakes of starting the IV infusion with the incorrect rate. Customer stated that has been reports of significant rate errors. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of use error, which increases the rate was able to be replicated and confirmed. No suspect device was returned for this investigation; therefore, an external and internal inspection could not be performed. A log analysis was not able to be performed as there was no device or logs returned for investigation. Upon for testing, a pcu from the dchu laboratory was used, in which an infusion without restrictions was replicated, which before pressing the button to confirm or start the infusion, it was observed how the rate increased or decreased in units of 1 ml/h each time the indicated buttons were pressed, which are shown in the photo provided by the facility. The alaris¿ system with guardrails¿ suite mx user manual v9.33 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198 (d)(2). Root cause: the root cause is due to a user programming error, when pressing the wrong buttons just before starting the infusion.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the bd representative that while on site on (B)(6) 2025 customer stated when the nurses are ready to start the infusion they have had issues with nurses pushing the arrow button below the start button by mistake, which increases the rate and have had mistakes of starting the IV infusion with the incorrect rate. Customer stated that has been reports of significant rate errors. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.